Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device.(event) observed during analysis. A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 10.0-10.5cm and 11.3-12.7cm from the proximal end of the trifurcation boot, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.